Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, review of the device history record, and in-house testing of a retained kit of complaint lot 77521be01. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any related trends. A review of the device history record did not identify any potential nonconformances, nonconformances, or deviations associated with the complaint lot and complaint issue. Sensitivity testing was completed using an in-house retained kit of the complaint lot 77521be01. All tested controls and panels met specifications, and no false non-reactive results were obtained, showing that the lot generated the expected results. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the architect syphilis tp reagent lot 77521be01 was identified.

Event description:
The customer reported a false nonreactive architect syphilis tp result for a 66 year old male dialysis patient. The following data was provided: initial result = 0.86 s/co (nonreactive), repeat = nonreactive, tppa = positive, autobio = positive the patient has been nonreactive from (B)(6) 2024 to (B)(6) 2025 with a negative rpr. No impact to patient management was reported.

Event description:
The customer reported a false nonreactive architect syphilis tp result for a 66-year-old male dialysis patient. The following data was provided: initial result = 0.86 s/co (nonreactive), repeat = nonreactive, tppa = positive, autobio = positive the patient has been nonreactive from (B)(6) 2024 to (B)(6) 2025 with a negative rpr. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8d06-77 that has a similar product distributed in the us, list number 8d06-31/-41, with 510k/PMA/bla number k153730.